Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck and unresponsive. A field service engineer (fse) found the device to be non-operational and performed troubleshooting, identifying the solid state drive (ssd) as faulty. The corrupted ssd was removed and replaced with a new one. The fse installed pyxis medstation es image 1.7.4, installed the necessary software, and completed database synchronization. The fse removed and reinstalled the remote software services (rss) agent without modifying the dependencies file, as per the checklist, and re synchronized the database. The fse restarted the device and confirmed it was operating as per standard. The fse installed a new e compartment battery, completed the full preventive maintenance checklist, performed electrical safety testing, and carried out full device staging and functional testing. Preventive verification procedure (pvp) check was completed, and the device was returned to the customer in good working condition, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen froze and was unable to perform any actions. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.